Event description:
Nurse was covering needle of eclipse bd becton, dickinson and company needle after giving a flu vaccine. She applied pressure on the distal portion of the pink sheath with her index finger. (Two handed) the pink sheath broke off and the needle scraped her finger. Nurse followed up through employee health for exposure.